Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the physician noticed there was a crack on the needle hub. A new device was obtained for use and placed successfully. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned a multiple components from a cvc kit for analysis. The lid stock was also returned. Signs of use in the form of biological material were present on the needle hub. Visual analysis revealed cracks at the needle hub. Microscopic examination confirmed the defect. Visual inspection of the other components returned did not reveal any defects or damage. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned introducer needle was connected to a lab inventory ars syringe to functionally test. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water , small droplets of water appeared from the cracks in the hub. The hub of the returned needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The reported complaint cracked needle hub was confirmed by a complaint investigation on the returned sample. The returned introducer needle was cracked at the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during insertion, the physician noticed there was a crack on the needle hub. A new device was obtained for use and placed successfully. No patient harm was reported.